Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed pump supplies to address the issue.